Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during the implant procedure, the patient went into heart failure with blood oxygen reduced to 60 percent. The patient fell into a coma and was intubated and sent to the intensive care unit. The implant was terminated. It was reported that the patient was stable after the event and a new procedure to implant a system may be attempted.